Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/18/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a300 was received for evaluation, the swage and attachment area was noted to be as expected and the needle was deformed of the original curvature, body fluids and damage was noted in some barbs and the suture tail was cut appears to be by use of the surgical instrument. The product code sxpp1a300 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The condition of the sample received indicates improper handling of the device. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was used to complete the procedure? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. Lot number? No further information is available. Procedure/event date? No further information is available. Trade name - irgacare, active ingredient(s), triclosan, dosage form, suture/solid/parenteral, strength, 2360 g/m.

Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date and barbed suture was used. During the procedure, the suture broke. No adverse patient consequences reported. Additional information was requested.